Event description:
It was reported that during an ulnar colateral ligament repair surgery the suture tore after inserting into the phalanx. The surgeon reported that the suture loaded into the anchor was already weakened before the anchor insertion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the part number: ar-1317ft-1. It was not necessary to switch the surgical technique or do a second surgery. Update kpilz 10-oct-2024: the two devices ar-1318ft-1 remained inside the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to mishandling/user error of the device due to excessive forces being applied during insertion.